Manufacturer narrative:
Final analysis found that the pulse generator exhibited intermittent telemetry due to a defective integrated circuit which caused the device to lose telemetry at or near elective replacement indicator level.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow-up and upon interrogation, the pulse generator exhibited premature battery depletion and inappropriate measured data. The device was successfully explanted and replaced. The patient was doing fine post surgery and would continue to be monitored.